Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as there was a drop of approximately three years over the course of one year. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.